Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the visual inspection multiple insulation damages along the lead body were found which can be considered as the root cause of the reported artefacts on the iegm. The insulation was particularly rubbed through 13 cm distal to the is-1 connector pin. In this region the coating of the conductor cable to the shock coil was damaged. Furthermore the insulation was rubbed through 16 cm distal to the is-1 connector pin with a damaged coating of the conductor cable to the distal atrial ring electrode. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant period of approximately 36 months, disturbances interpreted as vt by ICD were seen on home monitoring. An aborted shock and an electrical disturbance signal, which was found on iegm, were reported. Furthermore, insulation damage was observed on visual inspection.